Event description:
Medical affairs was unable to get in contact with the patient and will be sending a letter to obtain more clinical information. The patient called alleging that the meter had no power and they had not been able to test their blood glucose for about one week. On one occassion they tried to test and was unable to obtain a reading. So they ate some food and /or drank a beverage and went to the hospital. They were tested on another device and their blood glucose was 225mg/dl. They did not experience any symptoms at the time of testing. There is no information on whether patient received any treatment in the hospital. The patient went to purchase a new battery; however, was unable to locate them anywhere. This case is being reported as a malfunction, since the batteries were replaced less than a year ago and the battery contact was in good condition.